Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "experienced pain in the area around the heart" and "CT scan result indicated the implant on the left hand site ruptured." The device has been explanted.